Manufacturer narrative:
The customer did not return the suspected product for evaluation. A device history record for the contour next ez serial # (B)(4) was reviewed and no anomalies were found.

Event description:
The customer stated that one of her blood glucose reading was not stored in the memory of the contour next ez meter. During the call, the customer ran a blood glucose test and obtained a reading of 118 mg/dl, which was properly stored in the meter's memory. There was no allegation of adverse event. The customer was advised to return the meter for evaluation. Replacement meter and test strips were sent to the customer.